Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hemopro 2 system failed to smoke or work. Staff changed out the extension cord; the adapter and the power supply; but it still didn't work. When a new hemopro 2 evh kit was connected with the same equipment, the system worked fine and the replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning.

Manufacturer narrative:
A ship history was conducted that returned no lots shipped to the account one year prior to the event date. There was no response from the account as to whether they get their devices from a sister hospital or a distributor. Therefore, a lot history review was not possible. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hemopro 2 system failed to smoke or work. Staff changed out the extension cord; the adapter and the power supply; but it still didn't work. When a new hemopro 2 evh kit was connected with the same equipment, the system worked fine and the replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning.